Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/27/2024 additional information: d9, h3, h6 h3 investigational summary : the product was returned to ethicon for evaluation. One needle and one suture outside their packaging were received for analysis. Product code z464h. In order to evaluate the conditions of the needle, the swage area and hole were noted with marks by a surgical instrument. The hole was inspected and suture remnants were found. In addition, the suture was examined and the end was observed to be cut probably caused by a surgical instrument. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Qty to be returned of: 0 => 1. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2024 and suture was used. The suture was detached from the needle when the needle was grasped with the needle-holder and taken out. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.